Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system, medwatch with (B)(6) is compact plus system. Customer advised that she no longer has the meter and strips. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported a separate comparison of 154 mg/dl on aviva system, 79 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.